Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 420 mg/dl). Pump supplies were changed. Boluses and insulin injections were used to address bg. Customer alleged pump was not delivering insulin properly. Pump system check was performed with tandem technical support; no device issues were identified. However, customer continued to allege there was a pump issue.